Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. Based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification (B)(4). Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. Therefore, zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a durom acetabular component 48/42 code h on an unknown side (exact date not reported). The patient was revised on (B)(6) 2016 due to pain and metallosis.

Manufacturer narrative:
As per FDA¿s directive, medwatch report has been resubmitted for removing three zeros in the prefix of MFR number (0009613350-2016-00514-3). All the information captured as per 0009613350-2016-00514-3 including g4(date received by manufacturer) except b4. Investigation results were updated. DHR review results: the quality records indicate that this component met all requirements to perform as intended. Trend analysis: trend has been identified and CAPA was initiated and performed. Compatibility check: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Review of event description: it was reported that the patient underwent a revision surgery of a durom component due to metallosis. The components were implanted on (B)(6) 2007 and revised on (B)(6) 2016. Review of received x-rays: three pictures taken from the same undated x-ray displayed on a screen or light box were received. Therefore all the pictures are in a bad quality and show slight changes in image color/contrast. The x-ray shows a patient with bilateral hip replacement. There are radiolucent areas visible around durom cup of the left hip. However, any comments regarding changes in bone density and implant position cannot be made due to the lack of follow-up x-rays. The x-ray was used to measure the inclination angle of the cup which is approx. 50°. A reliable analysis of the ante- or retroversion is not possible on planar x-rays. Review of surgical reports: the implantation notes of the left hip state that the arthroplasty was performed on (B)(6) 2007 due to coxarthrosis. According to the procedure described in the notes the surgery did not differ from the prescribed surgical technique. The notes of the revision surgery performed on (B)(6) 2016 were translated and summarized as follows: the components were revised due to armd, metallosis, inflammatory neo-capsule and periarticular bursitis. The notes also states that the chromium and cobalt levels in serum were found increased on (B)(6) 2016 to 3.21 g/l and 2.06 g/l respectively. During the operation yellowish fluid was observed, which was blackish in the trochanteric bursa. The inflammatory bursa was extended until the anterolateral portion of the greater trochanter. After the excision of the bursa wall, the neo-capsule was opened. The latter was found to be thickened and hardened by the metal debris. After that, removal of head and adapter was performed, and significant corrosion was observed. After removal of the cup, reaming, and placement of some graft in the gruen zone iii, a fitmore cup and a durasul 32 insert were implanted according to surgical technique. Debridement was performed around the cls stem, which is stated to be radiographically and clinically stable. A biolox head size 32 was implanted after cleaning of the taper. Visual examination: the durom cup shows damage from the revision surgery such as nicks slight scratches and a small chipped area close to the rim. On the anchoring side a few remains of bone attachment are visible. Slightly polished-like areas are visible on the porous coating of the durom cup. On the articulation side of the durom cup numerous fine scratches are visible. In one area the scratches are arranged parallel and oriented towards the bevel. Careful inspection of the latter by using a low power microscope revealed a thin stripe directly below the bevel. This area seems worn when comparing it with a different area on the bevel . On the bevel a brownish spot of unknown nature can be recognized. When the components were received the metasul ldh and the head adapter were still assembled and were disassembled for the investigation using an adapter extractor. On the inner surface of the head adapter surface changes due to fretting corrosion could be found. The outer surface of the head adapter exhibits a thin line with surface changes. This line is located below the head¿s distal face surface, in the head¿s taper, when the adapter is fully engaged in the head taper. The articulation surface of the metasul ldh shows several slight scratches. There are some isolated nicks and scratches probably deriving during or after removal. Nothing conspicuous can be observed on the head taper. The articulation surface was further inspected under the microscope at 200-times magnification with differential interference contrast (dic). In the loaded area scratches are recognizable and the carbides, which protruded slightly in the original surface state, are leveled. There are still protruding carbides in the unloaded area close to the equator. According to the received information the implants were revised after approximately 8 years and 5 months in vivo. According to the surgical notes the implants were revised due to armd, metallosis, inflammatory neo-capsule and periarticular bursitis. The device examination of the received components revealed a slightly worn bevel on the articulation side of the durom cup which could suggest a beginning of a rim loading. The amount of bone attachment and the slightly polished areas found on the anchoring side of the cup could indicate poor bone ongrowth and possible cup loosening. The head adapter exhibits surface changes due to fretting corrosion on the inner surface and a thin line with surface changes on the outer surface. Based on the device examination it can only be hypothesized that the armd, metallosis, inflammatory neo-capsule and periarticular bursitis, leading to the revision surgery, could be attributed to the fretting corrosion found on the head adapter. The reason for those surface changes on the adapter remains unknown. However, an exact root cause could not be determined. Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. Therefore, zimmer gmbh considers this case as closed again. Zimmer's reference number of this file is (B)(4).

Event description:
Patient underwent revision due to armd, inflammation, metallosis and elevated metal ions.

Manufacturer narrative:
As per FDA¿s directive, medwatch report has been resubmitted for removing three zeros in the prefix of MFR number(0009613350-2016-00514-2). All the information captured herein including g4( date received by manufacturer) except b4. The device was returned and investigation results were updated. Updates: d10, g4, g7, h2, h3, h6, h10. DHR review results: the quality records indicate that this component met all requirements to perform as intended. Review of event description: it was reported that the patient underwent a revision surgery of a durom component due to metallosis. The components were implanted on (B)(6) 2007 and revised on (B)(6) 2016. Review of the surgical reports: - the implantation notes state that the surgery does not contain any conspicuousness about the reported issue. - the revision notes states that: patient was revised due to armd and metallosis. During opening of the capsule, yellowish fluid drained and the capsule thickened hardened by the metal debris. The head and the stem were removed, significant corrosion of the taper was observed. Visual examination: -the durom cup shows damage from the revision surgery such as nicks slight scratches. - the porous coating of the durom acetabular component exhibits lack of bone on growth. - on the inner surface of the head adapter, surface changes due to fretting corrosion could be found. - slightly polished-like areas are visible on the porous coating of the durom acetabular component. Based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2426-2008. Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. Therefore, zimmer gmbh considers this case as closed again. Zimmer's reference number of this file is (B)(4).

Event description:
Patient underwent revision due to armd, inflammation, metallosis, and elevated metal ions.

Event description:
It has now been reported that the patient was implanted a durom acetabular component 48/42 code h on (B)(6) 2007 due to pain, armd, inflammation, metallosis, elevated cocr level and bursitis. During the revision surgery the surgeon found wear.

Manufacturer narrative:
As per FDA¿s directive, medwatch report has been resubmitted for removing three zeros in the prefix of MFR number(0009613350-2016-00514 - 1). All the information captured as per 0009613350-2016-00514 - 1 including g4(date received by manufacturer) except b4. Zimmer gmbh considers this case as closed once again. Zimmer's reference number of this file is cpt160004433.